Event description:
N/a

Manufacturer narrative:
(B)(4). Sample was received for evaluation: device history record: the DHR record was reviewed and the following was concluded: all process steps were followed and completed with no non-conformances. Therefore, based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. Failure analysis: the rickham was visually inspected, a tear/cut was noted in the silicone. The rickham was irrigated, failed, leaked from the tear/cut in the silicone. The root cause for the problem reported by the customer was probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low tear/cut resistance.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during the insertion of a rikham revervoir, the rickham side arm split. The procedure performed was insertion of a rickham reservoir. The problem occur during inspection prior to insertion. The procedure was completed with a replacement product. No patient contact / injury and the event did not lead to surgical delay.